Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error detected alarm, low battery, and power loss alarms due to j6 connector resistance issue. The pump was monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected pump error alarm noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm and a pump error alarm. The customer¿s blood glucose level unknown. The customer had not received multiple power loss alarms when batteries are out of the insulin pump less than 10 minutes. The customer reported that they had performed the self test and the test was passes. The insulin pump will be returned for analysis.